Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found insulation abrasion at 3.2cm, 5.5cm, 12.6cm and 16cm from connector pin due to friction to ICD can. Inside-out insulation abrasion was found at 27.8cm to 29.3cm, 25.7cm to 26.5cm and 26.6cm to 27.6cm from the helix tip.

Event description:
It was reported that the patient received an inappropriate shock due to noise on the lead. The capture threshold increased. Since (B)(6) 2010, aborted episodes for noise were observed. The lead was explanted and replaced.